Event description:
During surgery, the customer was using the blade and it broke off into the pt. They were able to retrieve the two pieces of the blade. The customer stated they still have the blade and will return it if needed.

Manufacturer narrative:
A medwatch form was not received from the reporter; therefore, any missing or incomplete data on form 3500a is the result of info not being provided or released by the reporter despite attempts to obtain the required info. Is checked as the device not being available and that is to say not available at the MFR for eval. Review of complaint history indicates this is the first report for this product lot. A review of the "instructions for use" included warnings indicating components should be inspected before, during, and after use for damage and to discontinue use if damage is verified. Other warnings stated "excessive pressure to bur may cause bur fracture." No pt injury or reportable malfunction was indicated. Device from the same lot was not available for inspection. The mfg work order packet was reviewed and no anomalies were found. We cannot further investigate this event without the return of the product. If the product is received a follow up report will be filed with additional info. We are filing form 3500a because intervention was required for the retrieval of a bur fragments.